Event description:
In 2004 customer emptied ostomy pouch, it was full of blood and stoma was cut. The cut was ~1/4-1/2" in length. Relative drove him to the emergency room where the ER md applied silver nitrate to the cut to stop the bleeding. Customer was instructed to cut a bigger opening in the ostomy wafer to accomodate stoma. Customer was subsequently switched to another convatec ostomy wafer and 2 months later customer has reported that customer has had no more incidences of stoma being cut.